Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test. No excessive no delivery alarm noted. Insulin pump was received with scratched lcd window. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was dealing with high blood glucose levels for the last three days. The customer changed the infusion set and batteries several times. Customer's blood glucose level was 497 mg/dl. The customer's blood glucose level was treated with an injection. His left hand was tingling. The insulin pump alarmed no delivery. The infusion set had a bent cannula. The customer was advised that the device would be replaced and agreed to return the product for analysis.